Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable, and that the subject device failed the leak check. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc considered that the reported phenomenon was attributed to the failure of the ccd unit, which might be caused by the water invasion into the subject device because the leak check of the subject device had failed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.